Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: patient 1; inratio: 3.4, lab: not done.patient 2; 3.1, 2.6. Patient 3; 3.3, 2.6. Patient 4; 3.2, 2.7. Patient 5 3.2, 2.5.